Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that sid (B)(6) was fibrinous, and the samples run after that sample were falsely low. During troubleshooting, the customer performed a bleach clean on the integrated multisensor technology (imt) system and replaced the imt sensor. The customer ran a diluent check and quality controls, both of which were acceptable. A siemens headquarters support center specialist evaluated the instrument data, which indicated that the cause was sample related. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl w/lm instrument ran one patient sample (sid (B)(6)) and obtained falsely low sodium and potassium results. The discordant results were reported to the physician(s). The operator then observed that patient samples run after sid (B)(6) were resulting falsely low for either sodium or both sodium and potassium. Some of the discordant results were reported to the physician(s), though the operator did not specify which ones. The samples were repeated on the same instrument after troubleshooting and resulted higher. The repeat results obtained after troubleshooting were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and potassium results.